Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a saline mentor breast implant of unknown type and experienced deflation on the left breast after implantation. As a result, the patient will undergo explantation on (B)(6)2018.

Manufacturer narrative:
On 05/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Black and brown material was observed within the device. Brown material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/09/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/09/2018, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4), lot number 7422806 on the left breast implant and gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4), lot number 7420218 on the right breast implant. On 04/22/2018, it was reported to mentor that the patient has fully recovered with no residual effects after surgery in 2004. The left breast implant has deflated, cosmetic symptoms only such as asymmetry and ptosis. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).